Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin, the device experienced discolored/ abnormal additive form. The following information was provided by the initial reporter. The customer stated: customer states cpt tubes exhibit gel breakage when samples are received.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was observed. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure (poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. All samples (retention and controls) demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin, the device experienced discolored/ abnormal additive form. The following information was provided by the initial reporter. The customer stated: customer states cpt tubes exhibit gel breakage when samples are received.